Event description:
Procedure: incisional herniorrhaphy with permacol. According to the reporter: about 14 weeks after surgery, the pt presented with skin dehiscence in exudate and degradation of permacol mesh. There was no infection noted. There is a good chance that the erosion is associated with the implant. The fistula was in the midline, in the middle third of the wound. The fistula drained from the open wound directly into the atmosphere without skin contact. Currently, the pt is stable with pending surgery for fistulized segment resection and anastomosis versus intestinal transplantation (currently has 130 cm of small intestine without colon).

Manufacturer narrative:
(B)(4).